Event description:
It was reported that post a coronary drug eluting stenting treatment procedure stent thrombosis occurred. Predilation was performed on the mid right coronary artery (rca) and then a 3.50x32mm taxus express2 stent was implanted in the lesion. It was noted that the stent placement was well positioned and well apposed. The patient was put on aspirin and plavix. Five years later the patient presented with chest pain and angiogram showed thrombosis in the mid rca. A 2.5x16mm apex balloon was inflated in the lesion at 10atms and then a 3.0x20mm promus stent along with a 3.5x28mm promus stent were implanted in the lesion, overlapping both distal and proximal to the existing stent. The lesion was then postdilated with a 3.5x15mm non bsc balloon. The procedure was completed at this point with no additional patient complications reported. The patient¿s current condition is listed as ¿fine¿.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).